Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy periods") and headache ("headache") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, headache, heavy menstrual bleeding and uterine leiomyoma to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. A45104) for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as uterine fibroid and pelvic pain female. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy periods") and headache ("headache") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, headache, heavy menstrual bleeding and uterine leiomyoma to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen: uterus, cervix, fallopian tubes ¿ bilateral final diagnosis. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: squamous metaplasia and chronic inflammation of cervix with focal pigmented macrophages. Secretory endometrium. Leiomyomas, intramural and subserosal. Unremarkable bilateral fallopian tubes. Gross description: received in formalin labeled patient's name, initials lj and "uterus, cerv¿, is a 286.7 g, pale-tan-purple, rubbery, smooth, asymmetrical, nodular, markedly distorted uterus with attached cervix and bilateral fallopian tube. Due to the distortion, anterior and posterior is difficult to discern with certainty but is presumed. The uterus is 7.3 cm right-left, 8.4 cm superior-inferior, and up to 7.3 cm anterior-posterior. The cervix is 3.6 cm in length and 3.4 cm in average diameter with a 4.8 x 3.3 cm pale-tan, smooth, rubbery, intact cervical mucosa containing a patent, slit like cervical os, measuring up to 1.5 cm in length. Opening reveals, a markedly distorted, asymmetrical, triangular uterine cavity, measuring 2.7 cm right-left and 4.5 cm superior-inferior. Each cornu contain a 2-3.5 cm in length, 0.1 cm in average diameter silvery metallic, coiled hardware piece, representing a possible previous contraceptive device. The left possible contraceptive device extends up to 1.4 cm in a uterus, located 1 cm from the uterine cavity and 9.1 cm from the ectocervix. The endometrium is pink-red, soft, and glistening, measuring up to 0.3 cm in thickness. Sectioning reveals multiple pale-tan, firm, whorled, well-circumscribed intramural and subserosal nodules, measuring up to 0.8 cm in diameter. The myometrium is otherwise pale tan-pink, markedly trabeculated, rubbery, and with pinpoint hemorrhaging, measuring up to 3.1 cm in thickness. No necrosis or calcifications are grossly identified. The right a.m. Left pale-tan-purple, smooth, fimbriated fallopian tube are 5.4-5.7 cm in length, respectively, and 0.7 cm in average diameter. Both fallopian tube contains paletan- purple, soft cut surfaces with a pinpoint lumen. Lot number: a45104. Manufacture date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. A45104) for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as uterine fibroid and pelvic pain female. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy periods") and headache ("headache") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, headache, heavy menstrual bleeding and uterine leiomyoma to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen: uterus, cervix, fallopian tubes ¿ bilateral final diagnosis. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: squamous metaplasia and chronic inflammation of cervix with focal pigmented macrophages. Secretory endometrium. Leiomyomas, intramural and subserosal. Unremarkable bilateral fallopian tubes. Gross description: received in formalin labeled patient's name, initials lj and "uterus, cerv¿, is a 286.7 g, pale-tan-purple, rubbery, smooth, asymmetrical, nodular, markedly distorted uterus with attached cervix and bilateral fallopian tube. Due to the distortion, anterior and posterior is difficult to discern with certainty but is presumed. The uterus is 7.3 cm right-left, 8.4 cm superior-inferior, and up to 7.3 cm anterior-posterior. The cervix is 3.6 cm in length and 3.4 cm in average diameter with a 4.8 x 3.3 cm pale-tan, smooth, rubbery, intact cervical mucosa containing a patent, slit like cervical os, measuring up to 1.5 cm in length. Opening reveals, a markedly distorted, asymmetrical, triangular uterine cavity, measuring 2.7 cm right-left and 4.5 cm superior-inferior. Each cornu contain a 2-3.5 cm in length, 0.1 cm in average diameter silvery metallic, coiled hardware piece, representing a possible previous contraceptive device. The left possible contraceptive device extends up to 1.4 cm in a uterus, located 1 cm from the uterine cavity and 9.1 cm from the ectocervix. The endometrium is pink-red, soft, and glistening, measuring up to 0.3 cm in thickness. Sectioning reveals multiple pale-tan, firm, whorled, well-circumscribed intramural and subserosal nodules, measuring up to 0.8 cm in diameter. The myometrium is otherwise pale tan-pink, markedly trabeculated, rubbery, and with pinpoint hemorrhaging, measuring up to 3.1 cm in thickness. No necrosis or calcifications are grossly identified. The right a.m. Left pale-tan-purple, smooth, fimbriated fallopian tube are 5.4-5.7 cm in length, respectively, and 0.7 cm in average diameter. Both fallopian tube contains paletan- purple, soft cut surfaces with a pinpoint lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical record received. Reporter added. Lot number received. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy periods") and headache ("headache") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, headache, heavy menstrual bleeding and uterine leiomyoma to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.